Event description:
It was reported that the patient had a right hip revision.

Manufacturer narrative:
Catalog number unknown at this time. Device description reported as unknown stryker right hip. Should additional information become available it will be reported in a supplemental report upon completion of the investigation. Device not returned to manufacturer.